Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal dropped into the loader. The hospital felt a bit of resistance when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use with evidence of blood were observed. A trace of blood was observed near the edge of the blue lock on the delivery device. The delivery device was returned while outside the loading device. The tension spring assembly and seal were also outside of the delivery device when it was returned. The plunger on the delivery device was not pressed but the blue sliding lock was disengaged. Microscopic inspection showed the seal to be intact and the tether un cut. Measurements were taken for the delivery device; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.51in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and the evaluation results, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal dropped into the loader. The hospital felt a bit of resistance when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.